Manufacturer narrative:
Qn#(B)(4). One photograph of catalog number a-6000-08lf (pe adult-ped dry/ wet lf) was received for analysis. In such photo there is an indication that the leak is in tubing n/p 158824-03 (kraton tubing 3/8" x .094" x 60) near to red connector n/p tfx-000460 (pe ats bayonet male universal (nl)). However, the leak reported cannot be observed. A dimensional or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74h2000608 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. Manufacture date: 2020-08-07 expiration date: 2023-08-06. A verification of our non-conformance's records for the 158824-03 product code was performed to see if there was any occurrence associated with leaks and no issues were found that can be related with leaks. No corrective action can be established at this moment since the product sample is not available for evaluation. Product sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. The customer complaint cannot be confirmed based only on the photograph provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If the defective sample becomes available at a later date this complaint will be updated as applicable. Teleflex will continue to monitor and trend related events.

Event description:
A pleur evac drain was fitted to a patient and straight away they noticed fluid leaking from the smooth tubing that connects to the red connector; photo provided. Patient was not harmed and was fitted with a new drain. Device cannot be collected due to contamination.